Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The two implants have been placed in 46 and 36 position on (B)(6) 2019. Two days later after the implantation, the practitioner has found that the implant failed to integrate. The two implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees its conformity. The two implants have been evaluated through a biological risk assessment which concludes that its toxicological profile is acceptable. The two implants loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
The two implants fails to osseointegrate.